Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a scheduled generator change out procedure with an atrial assessment during the procedure. The atrial lead was assessed and deemed to have a loss of capture with a possible micro dislodgement. The physician elected to cap and replace the lead. The case went well and the patient was discharged the same day without issues. It was later reported by the patients family that the patient deceased on (B)(6) 2016. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the patients death was device related. No additional information was available at this time.